Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on september 9, 2019 for high blood glucose. Blood glucose reading was 1000 mg/dl. The customer was treated with insulin drip at the hospital. The customer declined to troubleshoot issues. The insulin pump will not be returned for analysis.